Manufacturer narrative:
Getinge became aware of an issue with powerled 300 sf device. As it was stated, cracks on the light and missing cover of spring arm were discovered. There was no injury reported however we decided to report the issue based on the potential related to parts falling into the sterile field, which may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification ¿ information about cracks on the device and missing cover of spring arm indicates that there was an technical deficiency on the device. Affected device also contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Cracking of the device and missing cover are indicated by our product experts to likely be caused by use of inappropriate cleaning/disinfections products, or inappropriate cleaning and disinfection protocols. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturer site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of operating lamps. As it was stated, lamp was cracked and arms' covers were missing. There was no injury reported however we decided to report the issue based on the potential as unexpected detachment of part can leads to contamination issue.